Event description:
It was reported to vyaire medical that the vela ventilator was alarming motor fault. At this time, the customer has not provided any further information regarding patient involvement associated with the reported issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site and inspected the unit. Confirmed motor fault alarm along with circuit disconnect and low pip(peak inspiratory pressure) was present for extended period of time. Performed uvt(user verification test)/ovp(operational verification procedure). Alarms was not able to duplicate and unit passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.